Manufacturer narrative:
(B)(4).

Event description:
An endurant stent graft system was implanted for the treatment of an abdominal aortic aneurysm. Currently, the proximal aortic neck diameter is approximately 25-26mm in diameter and less than 5mm in length. A recent CT revealed that there was a proximal type I endoleak around the left renal artery snorkel that was done at implant. The physician performed a secondary intervention using the aptus heli-fx system to anchor the graft around the snorkel to seal the type I endoleak. Eight anchors were implanted around left renal snorkel however, the type ia endoleak still persisted. A 32mm endurant ii cuff was implanted just below the upper right renal artery and three additional anchors were implanted around left renal snorkel. On the final angiogram the type ia still persisted. In addition, it was reported that the patient received medication and transfused with 6 units of blood. The investigator assessed the event as not related to the heli-fx system device but the index procedure. Per the physician's statement the cause of the type ia endoleak is due to stent graft gutter. The film analysis done at the case observed that the initial implant was originally undersized. The physician will monitor the patient. No additional clinical sequelae were reported and the patient is fine.